Manufacturer narrative:
This MDR is being filed after a retrospective review of all complaint reports. Nerve damage affecting motor function is a known rare risk (less than 1 incident per 1,000 treatments), expected to fully resolve over time without requiring medical intervention nor resulting in permanent disability or damage. Due to the extended time to resolution, nerve damage affecting motor function is being reported. There was no indication of device malfunction in the information available. Products are tested and must meet specifications prior to shipment. This report is based on an anonymous social media post which the manufacturer became aware of on 05/23/2013.

Event description:
On (B)(6) 2013, patient replied to a post on social media including the following statements: I had my second treatment 2 days ago and my ulnar nerve is definitely damaged in my right arm and possibly damaged in the left. My first treatment left me with some residual numbness and the doctor decided to wait longer than the recommended three months in between treatments (we waited 5 months). The second treatment was much more painful in general and my right arm and hand have significant reduced strength and motor skills and constant tingling.